Manufacturer narrative:
(B)(4). Prosthetic valve endocarditis is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after three (3) months due to paravalvular leak with dehiscence, secondary to prosthetic valve endocarditis with vegetations. Per obtained information, in the immediate post-operative period of the index procedure, the patient was noted to have fevers and the possibility of a small mass on the prosthetic aortic valve. Initially, it was felt to be a clot and the patient was anticoagulated. One (1) month later, there was a suggestion there could be endocarditis as she was positive for 1/2 bc + coagulase negative staph; therefore, the patient was started on antibiotics. The patient had increasing shortness of breath and echocardiogram revealed severe mitral regurgitation with a large vegetation. During the procedure, there was dehiscence of nearly 180 degrees and vegetations were present on the valve. This was removed and a 25mm pericardial bioprosthesis was used in replacement. There were no reported complications.